Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator power supply was not delivering power to the system. The ventilator only worked on internal batteries. Although the device continued to ventilate, the patient was removed from the ventilator, manually ventilated and transferred to another ventilator. There was no patient harm reported as a result of this event.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and confirmed the reported issue. The fse replaced the power supply board and the issue was resolved. The ventilator then passed all testing.